Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was 200 mg/dl ¿ 300 mg/dl and 236 mg/dl. The customer reported that the approximate size of the air bubble was half inch. The customer stated that she noticed the air bubbles after filling the reservoir. Troubleshooting was performed and the air bubbles were not removed successfully. The reservoir will be returned for analysis.